Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. After a guidewire crossed the lesion, a 2.50mm x 15mm nc emerge® balloon catheter was advanced for dilatation. The first inflation was done at 15 atmospheres for 10 seconds and the second inflation was done at 20 atmospheres for 10 seconds. However, during the third inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a 3 2.5 x15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. After a guidewire crossed the lesion, a 2.50mm x 15mm nc emerge® balloon catheter was advanced for dilatation. The first inflation was done at 15 atmospheres for 10 seconds and the second inflation was done at 20 atmospheres for 10 seconds. However, during the third inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a 3 2.5 x15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed that the balloon has a 9mm longitudinal tear starting at the proximal balloon cone. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).